Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit intermittently flashes out during procedures, the account believes this can be a pt safety issue. Further, the account reported that the issue appears to be related to the lightsource itself, when the cord is shaken near the unit, the reported issue occurs. It was further reported that this unit has been repaired before.